Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.

Event description:
During pretest, during the freeze, the probe froze up the shaft. Probe replaced with another pcs-17rs. Second probe also frosted but was used in the case.